Event description:
During a surgical procedure performed at (B)(6) medical center, the surgeon noticed a piece of insulation from the pks lyons dissecting forcep had detached from the device and fallen into the patient. The insulation was retrieved from the patient with no patient harm. The hospital staff discarded the packaging of the forceps, so no lot number is available.

Manufacturer narrative:
The complaint has been confirmed. Analysis observed a clean cut in the insulation on the shaft of the dissector. The exact cause of the insulation cut cannot be determined. The shaft of the device may have been cut or nicked by another instrument in the operating field during the procedure. The device would not have left the manufacturing plant in this condition.